Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm tailor flexible annuloplasty ring was successfully implanted in a patient. After implant, a saline test was performed and it was deemed that the repair using the ring was incompetent. The decision was made to explant the 31mm tailor flexible annuloplasty ring and use a debega technique to further repair the patient's tricuspid valve. No malfunction of the ring was reported. The patient was hemodynamically stable throughout the procedure. No clinically significant delay was reported. There were no adverse patient consequences. The patient was stable at the time of report.

Manufacturer narrative:
An event of explant due to incompetency after implant was reported. The investigation found that the ring was fractured and blood/body fluids were seen on the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.